Manufacturer narrative:
H6. The device was not available for return to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where a leak was observed that could result in low fio2 (fraction of inspired oxygen) values. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had a leak that could result in low fio2 (fraction of inspired oxygen) values. Ventec followed up with the asp for the actual fio2 values observed, but was advised that they did not record that information. There were no reports of patient involvement associated with the reported event.